Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two endeavor sprint drug eluting stents were implanted in the lad. Approximately 31 months post index procedure, the patient suffered worsening heart failure and died 11 days later. Investigator assessed event is not related to the study device or antiplatelet medication.